Event description:
It was reported that during a liver resection procedure, the device went into standby and there is a crack in the housing. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/10/2008. Eval summary: the hand piece was returned with the loose mount and the nose cone cracked. It was tested on a generator and gave an error code 3. For further analysis, the hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.